Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1/20/2024, it was reported by a sales representative via email that two ar-3740sp double loaded knotless knee fibertak pulled out. The surgeon drilled the knee with an ar-3710 knee fibertak disposable kit to the positive stop in the femoral metaphysis. The drill guide was kept in place, and the first ar-3740sp fibertak was malleted to a positive stop. The suture release tab was removed followed by the anchor inserter and drill guide. The black and blue tensioning strands along with the tan retention suture, were slowly pulled. At this time the anchor pulled out. A nitinol guide wire was then inserted into the socket to mark trajectory, and the drill guide was slid over the wire. The wire was removed and the second ar-3740sp fibertak was inserted to follow the same steps as the first. The second anchor also pulled out. This was discovered during a mpfl procedure on (B)(6) 2025.